Event description:
It was reported that a patient underwent a thyroidectomy on (B)(6) 2022 and suture was used. During the procedure, the suture broke. The needle burst out of the surgical field of vision. According to the doctor's description, the suture had broken before the needle was inserted. The needle was found under the monitoring of x-ray image. The needle was removed during the procedure with no additional dissection required. The process of finding the needle lasted nearly two hours, which seriously affected the surgical process and increased the surgical risk. It was reported that there was no patient impact or adverse outcome due to the prolonged surgery. There were no adverse patient consequences reported. The patient recovered well after surgery .

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "what tissue was being sutured when the event occurred?" When the neck suture was sewed. "Was additional dissection required in other tissues other than the target tissue to locate and remove the needle? If yes, please describe." According to the doctor's description, the suture had broken before the needle was inserted. No additional dissection is required. "Was the needle removed during the initial procedure?" The needle has been removed . "Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain." The surgery time was extended by two hours, mainly because it took a lot of time to find the needle. "Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?" No. "Were they any adverse patient consequences?" No. "What is the patients current status?" The patient recovered well after surgery. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was received: get information via ha report today, the event is pull off suture needle, not suture breakage. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.